Manufacturer narrative:
Additional information provided in d.4. And h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and the customer reported event cannot be confirmed. Unrelated to the reported event, the customer reported that they had trouble inserting and removing the cassette. The company service representative replicated the event. To resolve the issue, the nonconforming fluidics module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. The company representative will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an ophthalmic console had shut down during a procedure. The ophthalmic console was replaced and the procedure was completed. There was no patient harm reported. Additional information has been requested but not received.